Event description:
Initial information received in 2004 indicated pt with progressive aortic stenosis was symptomatic and the device remained implanted. Hcp indicated that results of echo studies done showed a progressive increase in gradient over time. The valve was subsequently reported as explanted in 2004 due to thrombus. During device retrieval, the surgeon stated thrombus was seen on the outflow side of the valve's leaflets and commissures. The device was replaced with no additional consequence reported for the pt.